Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received unspecified readings on the sensor which was lower when compared to capillary reading obtained on an unspecified meter. Customer experienced symptoms described as "headache/migraines" and had contact with healthcare provider who obtained a reading of 220 mg/dl on the hcp meter. Customer was diagnosed with hyperglycemia and treated with unspecified dose of insulin. There was no report of death or permanent impairment associated with this event.